Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse called to report hospitalization due to high blood glucose. The current blood glucose reading is 111 mg/dl. Caller stated that the customer was admitted due to diabetic ketoacidosis. The paramedics were called to treat a high blood glucose reading of 673 mg/dl. Customer was vomiting and dehydrated. Customer had a bent cannula. Nothing further reported.